Event description:
It was reported that during cardiac surgery, the clip broke apart while clamping an artery causing blood leakage. Bagged blood was given to patient due to this leak. No patient permanent injury reported as a result of this event.